Event description:
It was reported during central processing that the maryland bipolar forceps had a broken wire in the jaws. There was no report of patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was reported after sterile processing was preparing the instrument to be re-sterilized.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage but had missing material and the wires were exposed. Additional observation not reported by the site was also found: the instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.